Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra control solution was missing from her kit. The medical surveillance specialist (mss) spoke with the patient's spouse on (B)(6), 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6), 2011 at approximately 9-10pm. She went to test on the subject meter and noticed that the control solution and cap were missing from her kit and therefore did not test her blood glucose. The patient's spouse informed the mss that she manages her diabetes with metformin pills and was also taking actos pills but us no longer taking the actos pills. The patient reportedly did not take any action regarding her usual diabetes management routine in response to the alleged issue and claimed that the next day at approximately 1:00-2pm she was experiencing symptoms of "impaired vision, dizziness and nervousness." Her spouse stated he treated her with a sandwich and she felt better afterwards. At the time of troubleshooting, the cca noted that all intended items were included and informed the patient that the subject items are not included in the kit and assisted the patient with a blood test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.